Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the touch screen was broken, the stylus was missing, the keyboard hinges were broken, and the electrocardiogram connector was broken off of the link electronic module (lem) circuit board, the system fan was noisy and the programmer boots up and was stuck at the medtronic logo screen. Concomitant products: product ID 229047 pacing system analyzer. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).